Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17455041l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. (B)(4). In the left and right ventricles. Ablation was performed in the left ventricle. Total ablation time was 01:04:53. Irrigation was set on low flow of 2ml/min and high flow of 15ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unknown range. Patient was also taking xarelto (anticoagulant). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool sf smarttouch uni-directional catheter and suffered a cardiac tamponade requiring surgical intervention. During the procedure, a left ventricular tamponade was observed. Blood loss was recirculated by the physician. Although blood loss was continuous during the course of the procedure, the patient remained stable throughout. It was noted that the patient had a documented pre-existing 2 year old left ventricular thrombus. When ablating in the area of the thrombus, the physician used higher energy settings and increased energy over the course of the procedure (set at 20 watts with average of 37 and maximum of 53, manually adjusted). It was noted that higher energy settings led to the steam pop, which resulted in the left ventricular tamponade. Surgical intervention was necessary to remove the new pericardial thrombus that was created during the adverse event. Surgical intervention was successful. The patient was reported to be in stable condition immediately after the event and after surgery. The patient required hospitalization as a result of this adverse event. It was noted that the physician indicated that the tamponade was in the left ventricle in the area of ablation. The physician's opinion regarding the cause of the adverse event is that it was related to excessive total energy delivery in the area of the left ventricular injury. The generator was set on power control mode at 20 watts and manually adjusted (with average 37 and maximum 53); temperature cut-off was set at 40 degrees celsius (with average 25 and maximum 32); impedance cut-off was set at 250 ohms (with average 123 and maximum 144). Mapping was performed

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/28/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool sf smarttouch uni-directional catheter. During the procedure, a left ventricular tamponade was observed. Blood loss was recirculated by the physician. Although blood loss was continuous during the course of the procedure, the patient remained stable throughout. It was noted that the patient had a documented pre-existing 2 year old left ventricular thrombus. When ablating in the area of the thrombus, the physician used higher energy settings and increased energy over the course of the procedure (set at 20 watts with average of 37 and maximum of 53, manually adjusted). It was noted that higher energy settings led to the steam pop, which resulted in the left ventricular tamponade. Surgical intervention was necessary to remove the new pericardial thrombus that was created during the adverse event. Surgical intervention was successful. The patient was reported to be in stable condition immediately after the event and after surgery. The patient required hospitalization as a result of this adverse event. It was noted that the physician indicated that the tamponade was in the left ventricle in the area of ablation. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade and thrombus remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.